Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump act buttons were unresponsive. No harm requiring medical intervention was reported. Customer stated that insulin pump had crack on the corners of screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. No unexpected reset alarm anomalies noted. Device received with cracked case at the display window corners cracked battery tube threads and broken reservoir tube lip. The a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.